Manufacturer narrative:
.H3: device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on october 27, 2016 and confirmed to be serial number aal44570 as reported in the complaint. The reported complaint of overheating and motor stall could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings of between 500 and 10,000 rpms in forward and reverse for 5 minutes each. The oscillate function was tested for 5 minutes of continuous performance with no overheating. Test blade did not melt at high speeds when used correctly with irrigation. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. No problem found.c-0123748

Event description:
It was reported the motor drive unit hand cntrl pwrmx el was not turning and overheated during use. This occurred during the procedure. The procedure was completed with same device. There was no delay or patient injuries reported.